Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing were noted on the device. Abbott technical support was contacted, however no intervention was performed at this time. The patient was stable and will continue to be monitored.